Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep reported that the patient seemed to be managing with the new patient controller.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they wanted to know meaning of error rm03 on the intellis model. For rm03, they discussed with the rep that it was related to the temperature sensors inside the recharger antenna. When the measurements from the two are not within 3 °c of each other, it will show a system error accompanied with rm03. No patient harm was reported, and the resolution was unknown. Additional information was received. It was confirmed that the question regarding rm03 was for another patient. This was an error code that the patient experienced before, recharger was replaced, along with the controller. Device information will be reviewed next week on (B)(6) 2025. It was stated this issue didn't resolve and was confirmed with the physician. Additional information was received. It was stated that the patient had a revision surgery and replaced two handsets, yet the error continues. External device serial numbers are not known, as the patient didn't bring the recharger to the clinic. The manufacturer representative (rep) reviewed the patient with the hcp in clinic, they were informed by the team that this issue has been ongoing for 1 year now, previously the patient handset and recharger were both replaced, however the issue didn't resolve. The patient then had an ins pocket site revision on (B)(6) 2024 and was given another new handset. This issue was settled until april of this year when the error code reappeared. The issue has not been resolved. The patient was advised on recharge technique including charging time and clothing whilst recharging, and the patient was asked to keep a diary and for review in 1 month time, with possibility of ins replacement if the issue persists. The external devices remain with the patient, but they were asked to bring all the older devices on the next clinic visit. Information was confirmed with the physician / account. Additional information was received. The manufacturer representative (rep) asked if technical services (ts) could assist with an estimate of the attached report. The patient has an ongoing problem with rm03 which we have reported but they are also reported warming around the battery and a frequent charging issue. Ts stated that the duration of a charging session was influenced by several factors, such as coupling strength and the recharge mode (high or low speeds). Estimates regarding recharge times were provided. The recharge duration can additionally be influenced by whether stimulation is on/off during recharging, the stimulation settings/impedances and the starting/end percentage the battery was being charged from/to. Based on the available data in the report, ts saw that the recharge coupling was excellent, and the battery seemed to get fully charged relatively quickly (approximately 31 minutes from 50% to full). The only day where we saw some issues was on (B)(6) which shows a poor recharge coupling and longer charging time (+/- 1 hour from 60% to full). For what concerns the warming of the battery experience, we do not see any indication in the report that could explain the warming sensation (e.g. Integrity issue). However, error rm03 was related to the temperature sensors inside the recharger antenna. When the measurements from the two are not within 3 °c of each other, it will show a system error accompanied with rm03. If the error persists despite above troubleshooting, we recommend replacing the recharger. Based on the description of the case, it is for the moment unclear whether the warming sensation occurs only during the recharge process, or also in general. In case the heating sensation only occurs during the recharge process, it is possible that this is caused as a result of code rm03. If this is the case, it would be best to replace the rtm to see if this resolves the issue. In case a possible warming sensation during charging would persists, we would recommend to also replacing the controller. Additional information was received from rep. This was an ongoing issue from what both the hcp and patient reported. The rep reviewed the patient in clinic with the hcp on (B)(6) 2025, whilst in clinic, they observed the patient controller couldn't find the ins sign on the controller, the rep unpaired and repaired the controller. The rep also advised the patient to aim for good coupling with the recharger. There appeared to be a slight tilt in the ins and the patient reported recent weight loss. The patient reported that it can't take up to 20 minutes before the controller would connect with the ins., she had a repositioning of the ins.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# unknown, product type: recharger, product ID: 97745, serial# unknown, product type: programmer, patient. B3: date is year valid. G2. Foreign: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the rm03 error was occurring before the revision and was still ongoing. According to hcp slowing recharge time, device not found error, and rm03 was the reason for the revision. Hcp info confirmed (dr (B)(6), (B)(6) hospital).

Event description:
Additional information was received. It was confirmed that the ins pocket revision was the same revision previously mentioned from (B)(6) 2024 (exact date was (B)(6) 2024). The patient never reported heating from the ins, just external heating from the recharger. Not sure which recharger as the patient received several. We have asked the hcp to remind the patient to bring all faulty equipment currently in their possession. Implant date of the ins confirmed. The patient will be reviewed in clinic; a new recharger and controller were ordered on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 97755, product type recharger, recharger added as an additional reportable product, h6 coding updates removing heating allegations from the implanted neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep stated that they were made aware of the situation on 2023-jun-10, issue was previously reported to two other reps but they are currently not available to provide more information. They spoke to dr (B)(6) regarding this matter last week friday, currently the patient was managing with the new handset and no issues with rm03 were observed, the plan is to continue monitoring and only to review the patient in clinic if the issue appears again. They have asked the team to support the return of the external devices that were replaced, when the patient is next in clinic. Currently, the issue appears to be resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# unknown product type recharger b5 / g3 update - correction: additional information was received by the manufacturer on 2025-aug-28, confirming that the manufacturer was aware of this complaint on 2023-jun-10. The file has been updated accordingly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient was implanted with a thoracic lead for crps in (B)(6) 2015. They developed crps in the upper limb following ulnar nerve release and they placed a cervical lead in (B)(6) 2020. At that time the battery was low, so they replaced the ins with the current ins (intellis). The patient had no problems with the device up until 2024. They had issues with charging and the recharger was replaced a couple of times. They were seen on 2 occasions and each time they were able to connect to the ins and started charging. They said that despite this they were still having ongoing problems with charging and frequently having problems and could not understand why it suddenly worked. It was brought forward for a manufacturer decision in july 2024. This was the first time they saw them with one of the nurses. We could see that the charger was connecting but would easily disconnect if the patient moved at all. There was a very slight tilt on the battery but nothing more and it was thought it could be a positional problem with the ins. They were reassured that they checked with the manufacturer that there was nothing wrong with the battery and the remote and connector were also fine. For this reason, it was felt it could be due to positioning as the patient had lost a little bit of weight. Despite this the tilt was not excessive. The ins position was changed in theatre to a paraspinal position. The patient was reviewed in the clinic following this. There was no tilt on the ins. The ins was superficial and not deep. The patient stated that things had improved a little bit, but that they were still having the same problems. They believe that the patient was seen by another rep: "we are well aware she still having issues with charging her device. We did a revision of the battery positioning due to this reason. Following this they were having days where they are able to charge the device without issue 25% of the time. On reassessing her today with the rep, we were able to find certain positions where charging was easier. We have given her a bit of advice on how to charge in keeping it between 50 and 80% as opposed to 80% to 100%. This should keep charging times down. We are going to again investigate from a company perspective if this batch of rechargeable batteries has encountered any other issues.¿ from the perspective of the patient and from my perspective considering the position of the ins, it was felt that the ins was the problem. It is very unusual the fact that the battery worked well for 3- 4 years and then this problem occurred. They have seen batteries with far more tilt but actually changed the battery for a colleague on the same day with a battery that had significantly more tilt and there was no charging problems reported whatsoever. It was explained to them that the options would be to replace the ins with a primary cell (battery estimates provided), or alternative, change to a new rechargeable ins. It was wondered if it would be possible or advantageous to have a remote meeting with them to discuss in more detail? It was stated that a remote meeting can be scheduled to discuss the case in more detail. In advance to a potential meeting, it would be useful if we would have access to the latest data a nd session report. Moreover, if available, it would also be helpful to see the x-ray images (ap and lateral view) of the implant. This could help verify what could be causing the issue in this case. The data report would be especially helpful, as it provides information on the recharge sessions behavior - like how the sessions are ended (e.g. Interrupted or ended on command).